Event description:
A surgeon reported a pt with an unexpected outcome following an intraocular lens (iol) implant procedure. The surgeon is planning a lens exchange and reported that the iol did not cause or contribute to the event. In a f/u, a supervisor reported the pt experienced double vision and blurred vision at both distance and near following the iol implant procedure. The surgeon is planning a lens exchange due to and overcorrection and the axis had been flipped. In an add'l f/u, a supervisor reported the lens exchange was completed one month following the initial iol procedure and the pt is doing well. The supervisor reported incorrect power contributed to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File info provided indicated the use of an approved cartridge handpiece combination. The viscoelastic indicated was not approved for use with the qualified cartridge combinations for this lens mode. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was received. (B)(4).